Manufacturer narrative:
Continued d.10. Concomitant therapies: juvéderm® volift¿ with lidocaine. Continued h.6. Health effect - impact codes: f2201, f2303. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: owczarczyk-saczonek, agnieszka, and koenraad de boulle. ¿hyaluronic acid fillers and asia syndrome: case studies.¿ clinical, cosmetic and investigational dermatology, 5 october 2023, vol. 16, pp. 2763¿71. Https://doi.org/10.2147/ccid.s419716. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of abscess is a known potential adverse event addressed in the product labeling. The event of autoimmune disease is considered an unexpected adverse drug experience.

Event description:
Via article "hyaluronic acid fillers and asia syndrome: case studies," it was noted a patient would receive injections of juvéderm® ultra 3, juvéderm® voluma¿ with lidocaine, juvéderm® volift¿ with lidocaine, and juvéderm® volbella¿ with lidocaine over a period of 11 years. Shortly after the last injection of products in the midface, mandibular angle, and marionette lines, patient had vague complaints of an intractable itch in the sacroilical area. No specific reason could be determined for the event with diagnostic investigation. Patient would have an eventual diagnosis of notalgia paresthetica with some sicrete swelling the periorbital area noted at this time. About one and a half years after this, a minute quantity of ha was injected in the vertical glabellar line. At this time patient developed fatigue, joint and muscle pain. Hospitalisation was required and cutaneous vasculitis signs in the lower limbs were seen. A skin biopsy was conducted that showed necrotizing arteritis in the small and medium sized arteries with granulocytes and mononuclear cells in the vessel wall. Extensive lab work up was done noting raised inflammatory paramaters, but no hepatitis. Anca was also negative. Arteritis in one salpinx needed a unilateral salpingectomy. The diagnosis of polyarteritis nodosa and vasculitis was made. The areas where the ha fillers have been injected all became very edematous, but no erythema, no infiltration, and no nodules noted. This edematous swelling showed a more or less cyclic course. The patient left the hospital on oral steroids (methylprednisone) in high dose, which gradually were tapered to 8 mg methylprednisone daily. It was noted that asia (autoimmune/inflammatory syndrome induced by adjuvants) criteria was met in this patient. Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00927 (abbvie complaint #pr (B)(4)), MDR ID# 3005113652-2023-00925 (abbvie complaint #pr (B)(4)), MDR ID# 3005113652-2023-00924 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.

Manufacturer narrative:
Abbvie medical safety determined that the event of polyarteritis nodosa and vasculitis and cutaneous vasculitis signs in the lower limbs have been deemed not device related. These events will not be captured under e0401 but as e2402.

Event description:
Via article "hyaluronic acid fillers and asia syndrome: case studies," it was noted a patient would receive injections of juvéderm® ultra 3, juvéderm® voluma¿ with lidocaine, juvéderm® volift¿ with lidocaine, and juvéderm® volbella¿ with lidocaine over a period of 11 years. Shortly after the last injection of products in the midface, mandibular angle, and marionette lines, patient had vague complaints of an intractable itch in the sacroilical area. No specific reason could be determined for the event with diagnostic investigation. Patient would have an eventual diagnosis of notalgia paresthetica with some sicrete swelling the periorbital area noted at this time. About one and a half years after this, a minute quantity of ha was injected in the vertical glabellar line. At this time patient developed fatigue, joint and muscle pain. Hospitalisation was required and cutaneous vasculitis signs in the lower limbs were seen. A skin biopsy was conducted that showed necrotizing arteritis in the small and medium sized arteries with granulocytes and mononuclear cells in the vessel wall. Extensive lab work up was done noting raised inflammatory paramaters, but no hepatitis. Anca was also negative. Arteritis in one salpinx needed a unilateral salpingectomy. The diagnosis of polyarteritis nodosa and vasculitis was made. The areas where the ha fillers have been injected all became very edematous, but no erythema, no infiltration, and no nodules noted. This edematous swelling showed a more or less cyclic course. The patient left the hospital on oral steroids (methylprednisone) in high dose, which gradually were tapered to 8 mg methylprednisone daily. It was noted that asia (autoimmune/inflammatory syndrome induced by adjuvants) criteria was met in this patient. Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00927 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2023-00925 (abbvie complaint #(B)(4)), MDR ID# 3005113652-2023-00924 (abbvie complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine